Event description:
Patient treated with balloon kyphoplasty at l1. A leakage into the spinal canal was noted and the cement injection was immediately interrupted. The cement leakage was mobilized and removed transpedicularly without damage to neural structures. Successful intraoperative corrective of posterior cement leakage was completed. There was no evidence of neurological compromise one year post-operative.